Event description:
A surgical tech reported that a pt was dissatisfied with her vision following intraocular lens (iol) implant surgery. In a f/u, the tech indicated that the iol was exchanged for the same model with a different power. Additional info was received from the surgeon, who indicated the event resolved following iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints in this lot. The product investigation could not identify a root cause. (B)(4).